Event description:
It was reported that during pump replacement surgery, the catheter was not aspirated and the pump was not primed on the back table. The pump originally contained 2000 mcg/ml and is the drug currently in the catheter; the new pump reservoir contained 4000 mcg/ml and the pump tubing contained water. The hcp reported that the pt is doing well since replacement surgery with no ill effects.

Manufacturer narrative:
.